Manufacturer narrative:
The coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from a coaguchek xs meter. At 10:50 am the meter result was 4.3 inr. The patient was then tested twice on a nurse's coaguchek xs meter with unknown serial number. The results were 3.1 inr and 3.2 inr. The patient's therapeutic range is 2.0-3.3 inr.